Event description:
It was reported the pt's ipg flipped in the pocket resulting in a loss of communication with the charger. The pt underwent revision surgery where her ipg was replaced with a different model. The pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.